Manufacturer narrative:
The insulin pump was received with blank display and a constant tone alarm due to moisture damage found on the electronic assembly. Unable to verify a13 alarm, a17 alarm, a21 alarm, battery out limit alarm, low battery alarm, unresponsive button due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error, watchdog timeout and unexpected restart. Customer's blood glucose at time of incident was 200 mg/dl. The customer was advised that the pump will be replaced due to external ram crc error occurred twice. The customer also reported via phone call that the insulin pump had blank display and audio/beep anomaly. The customer was advised to insert new battery and monitor the pump.